Manufacturer narrative:
The investigation for the reported tamponade has been completed. After reviewing the clinical information, it was determined that the cardiac tamponade was unrelated to the impella. There was no relation of the event to the device. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 56yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient had tamponade and was taken back to the operating room to clean out the clot. The chest was left open for a few hours.